Event description:
Reporter alleged pt's blood glucose measured 175 mg/dl compared to a lab result of 95 mg/dl when tests were performed a few minutes apart. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.